Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that a tampon begun to fray and came apart upon removal. She is not confident that she removed all the remaining pieces and has not sought medical assistance.